Manufacturer narrative:
The crep2 reagent lot number was 88357301 with an expiration date of 28-feb-2026.

Event description:
There was an allegation of a discrepant low result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas c 503 analytical unit. The initial result was 0.4 mg/dl. This result did not reflect the patient¿s history, and the sample was repeated. The repeat result from a different c503 analyzer was 3.7 mg/dl. This result was believed to be correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Calibration was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. Abnormal aspiration alarms were observed around the date of the event. This can be an indication of poor sample quality. The field service engineer (fse) found an aspiration issue with the sample probe. The sample probe was replaced. The investigation determined that the issue found by the fse was the root cause of the event.